Event description:
During the early afternoon, an infant was on bubble CPAP of 10cm and quiet in the warmer bed. The rn was present at bedside. Water began flowing up through tubing from bubble CPAP. The nasal mask was removed from infant. No water entered infants' mouth or nares. Blow by oxygen of 100% given by bag and mask. No desaturation or bradycardia. The blue tubing split at mid-point. The rn stoppered tubing with thumb. Machine continued to cycle while water flowed. The rt in close vicinity, to bedside to assess machine. Infant returned to draeger ventilator at 10cm, 30% oxygen, via nasal mask. Left quiet.